Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/06/2023, it was reported by a sales representative via sems-06392339 that an abs-10060r angel machine filled with blood. This occurred during a case where the bag inside the device was compromised and seen to be deflated and blood leakage when examined. They could not get the bag out.

Manufacturer narrative:
Corrections: h.1 set as n/a. Additional information: b5, g3. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
On 11/28/2023, it was reported by a sales representative via phone that the bag deflated and resulted in blood coming out. There was no actual explosion. Additional information was provided on 11/28/2023 where it was stated that this event occurred during a prp preparation. The centrifuge's internal bag deflated and resulted in blood coming out. There was no actual explosion. The patient was rescheduled.